Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Interconnect flex is out of electrical specification. Further analysis was performed on the interconnect flex assembly. The reported failure mode was confirmed as caused by the interconnect flex assembly, however it was not possible to further isolate the root cause to the component level due to the intermittent nature of the failure. It was further noted that the rate potentiometer had an internal failure, and flex contact pad thickness was over specification. The rate potentiometer internal failure resulted in incorrect pacing rate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Interconnect flex is out of electrical specification.

Event description:
It was reported that during a demonstration for training purposes, the external pulse generator (epg) paced at a higher rate than it was set to. It was further reported that capture at that rate was demonstrated on the electrocardiogram screen. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.